Manufacturer narrative:
Initial reporting of this product problem was from FDA via a medwatch submitted by the user facility. This report is (B)(4). The results of this investigation are still pending and will be communicated to FDA with in thirty days of its conclusion via followup MDR.

Event description:
Left arm 2 (B)(6) peripherally inserted central catheter (PICC) leaking. Hole found in proximal end of PICC. PICC line was being maintained per policy and documented. Line is not available for return.

Manufacturer narrative:
Initial reporting of this product problem was from FDA via a medwatch submitted by the user facility. This report is 1000060000-2018-8144. The complaint was forwarded to our parent company in germany for their evaluation. The investigation summary is as follows: this complaint cannot be classified as no sample was returned. Therefore, this complaint could not be investigated as we did not receive a sample for examination. The batch history records were reviewed and did not show any deviations during the production. Each catheter is flow and leak tested during production and a 100% visual inspection is carried out on each catheter. The tensile strength of the catheter tube is tested on a random basis. In total, we have 5 complaints for the involved batch 730661 and 3 for batch 7279842. This is the 3rd complaint regarding a catheter leakage near the wing on code 4g07002037. A catheter leakage can have several causes such as: pressure burst due to the use of small syringes catheter material weakness and therefore breakage due to the use of alcohol-based disinfectants mechanical damage due to sharp instruments . We do not know how long the catheter had been in use, nor which kind of disinfectant had been used. As each catheter is leak and flow tested before packaging, a manufacturing defect is unlikely and without a sample no further analysis is possible. At this time, we recommend reviewing the IFU in accordance with your policy and retraining the users in catheter handling according to the product's IFU. If you have questions on the product use or the IFU, please contact your vygon sales representative. Corrective action: no corrective action will be taken at this time. However, both vygon germany and vygon USA will enter this incident into our complaint log and continue monitoring for this problem.

Event description:
Left arm 2 french peripherally inserted central catheter (PICC) leaking. Hole found in proximal end of PICC. PICC line was being maintained per policy and documented. Line is not available for return.